Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was over 400mg/dl. The customer's most current level was 434mg/dl. The customer states they treated with pump. Troubleshoot was conducted. The customer was advised to conduct full set, reservoir and insulin change. The customer states the keypad is sometimes unresponsive. The customer states the buttons must be pressed certain way for them to function. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with intermittent esc, act, up and down arrow button response due to a flattened button dome switch. The lcd keypad connector was not found unlocked during visual inspection. The pump was received with normal operating currents and passed all functional testing including the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No excessive no delivery alarms were noted. The pump was programmed with a test mini link and the glucose sensor simulator. The pump communicated properly with the glucose sensor simulator and displayed the 100 value properly on the display graph. No unexpected lost sensor alarms were noted. No cosmetic damage was noted during physical inspection.